Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system extraction so the patient could undergo ablation. Interrogation of the device prior to the procedure revealed that there was noise noted on the right atrial lead causing inappropriate automatic mode switches. The lead was explanted, along with the rest of the system as planned, and the patient was in stable condition.